Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered from a loose connection from the bag after completing pd treatment. Upon follow up, the patient confirmed that a fluid leak was discovered from the bag connection to the cycler set tubing after pd treatment was completed. The patient confirmed after disconnecting from treatment, a small pool of fluid was found on the floor below the cycler stand. The patient confirmed that the fluid leak was slowly dripping from the bag connection. The cause of the leak was unknown. The patient stated they secured the connection prior to treatment and there was no further damage to the bags or the lines. The patient stated that no fluid came in contact with the cycler and no machine alarms were experienced during pd treatment prior to finding the leak. The patient confirmed the bag and the cycler set were discarded and not available for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Since the event, the patient has continued therapy on the cycler with no further issues. The catalog and lot numbers of the solution bag was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered from a loose connection from the bag after completing pd treatment. Upon follow up, the patient confirmed that a fluid leak was discovered from the bag connection to the cycler set tubing after pd treatment was completed. The patient confirmed after disconnecting from treatment, a small pool of fluid was found on the floor below the cycler stand. The patient confirmed that the fluid leak was slowly dripping from the bag connection. The cause of the leak was unknown. The patient stated they secured the connection prior to treatment and there was no further damage to the bags or the lines. The patient stated that no fluid came in contact with the cycler and no machine alarms were experienced during pd treatment prior to finding the leak. The patient confirmed the bag and the cycler set were discarded and not available for return to the manufacturer for physical evaluation. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Since the event, the patient has continued therapy on the cycler with no further issues. The catalog and lot numbers of the solution bag was unknown.